Manufacturer narrative:
During troubleshooting of the initial event, the customer stated the composite video cable from the ultrasound was terminated in the picture-in-picture (pip) in on the front of the processor and when the maj-1430 scope communication cable was connected a scope image briefly appeared. The customer reported that without the scope connected to the maj-1430 scope communication cable, color bars were present in the pip image. The customer attempted two maj-1430s while on call with an olympus rep. The customer then swapped the cv-190 with a second cv-190 and reported that both the endoscopic pip image and the ultrasound pip images appeared without issue. The customer then sent the suspected unit for investigation. The olympus service center could not confirm the reported issue during inspection and testing. However, testing found no image with 180 scopes due to faulty circuit board. In additional, video connector in fair condition was found. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, that the evis exera iii video system center exhibited bad video socket in the front. The event occurred during preparation for use, prior to an unspecified procedure. It was reported that the ultrasound image was present, but the endoscope image was not present. However, the issue was resolved by switching to another cv-190 unit. Upon inspection and testing of the customer return device, no image and circuit board failure were found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. Correction to g3 of the initial medwatch. The aware date should be 22 december 2021. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty circuit board/patient board set could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018, and the modified products were shipped from june 13, 2018. This also confirms that the reported device was manufactured prior to the design change and shipment of modified products. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.